Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection showed the inflow pressure sensor was stuck. Functional inspection: the critical error log was reviewed and there were no errors related to the complaint. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. It was noticed that the pressure on the pump stayed at zero, while the actual pressure detected by the pressure sensor transducer went over the set pressure. Probable root cause could be a defective pressure sensor bracket. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the unit exhibited signs of over-pressure.

Event description:
It was reported that the unit exhibited signs of over-pressure.